Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired six times and on seventh firing, device misfired and metal clip was ¿bent'¿ in an odd form. It is unknown how case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Were there any feeding issues experienced with the device? Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? Did somebody other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon? What shape was the clip (teardrop, pear shaped, or scissored)? Did clip cut structure? Did bleeding occur when structure was cut? Please quantify amount of bleeding that occurred. Were any clips dropped in patient? If so, were all clips retrieved? How was case completed? Did issue result in change of procedure or alteration in post-op patient care?